Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, after the atrial septal puncture with a septal puncture needle the steerable guide catheter (sgc) was prepared to be advanced along the guidewire into the femoral vein. It was identified that the hydrophilic coating on the sgc was peeling off causing the sgc to be unable to be advanced within the femoral vein. A replacement sgc was selected and an mitraclip xtr was implanted successfully. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.